Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a quadruple dose (50mcg/min) of levophed was programmed into the pump however the pump infused at single strength dose (12.5mcg/min). There was no patient harm.